Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which an opening striated on the posterior side consist in the use of some surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated opening on posterior side due to surgical damage. A striated broken on posterior side due to surgical damage. Missing piece of the shell (posterior / anterior / radius) due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.